Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that a physician attempted to place a fox plus catheter in a shunt. The fox plus ruptured at 12 atms. The balloon was changed to a different size balloon and the procedure was successfully completed. There was no pt injury. No add'l info available.